Manufacturer narrative:
Inspection of pod data indicated that no alarm was generated. Corrosion was observed on the pcb, slide insert, and mechanism rail, resulting in low batteries. A tear was observed on the internal portion of the soft cannula, from which fluid was observed to leak. The tear is confirmed as the primary source of the observed corrosion. Cracks were observed on the top and bottom housing. The timing and cause of the observed housing cracks could not be determined. It is unknown to what extent, if any, the cracks may have contributed to the observed corrosion as a result of possible fluid ingress. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to above 250 mg/dl while wearing the pod between 1 and 4 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for a communication alarm.

Manufacturer narrative:
The observed internal cannula tear is related to action #98586. Inspection of pod data indicated that no alarm was generated. Corrosion was observed on the pcb, slide insert, and mechanism rail, resulting in low batteries. A tear was observed on the internal portion of the soft cannula, from which fluid was observed to leak. The tear is confirmed as the primary source of the observed corrosion. Cracks were observed on the top and bottom housing. The timing and cause of the observed housing cracks could not be determined. It is unknown to what extent, if any, the cracks may have contributed to the observed corrosion as a result of possible fluid ingress.